Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported recharging difficulty. The implantable neurostimulator (ins) was implanted on the right flank. The rep was able to feel the ins outline, but the header block felt more tilted. The patient reported via the rep, being unable to get any coupling bars. Antenna locate was performed resulting in 64-70 without any success. The header block was tilted up in the pocket. The rep later reported having worked with the patient for an extensive period of time in attempt to get better coupling using the belt and spacer clip. They were not successful in getting any better coupling. The ins was implanted right at the flex point in the patient's right lower quadrant (waist) resulting in the ins resting in a tilted position. The implanting physician revised the patient's ins pocket on saturday, (B)(6) 2016. That resolved the issue. Indication for use included chronic low back pain, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.